Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. And removal, due to patient's concerns with the product. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/29/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and removal due to patient's concerns with the product. Healthcare professional later reported capsular contracture baker grade IV. Device explanted.

Event description:
Healthcare professional later reported capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.